Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the load fill tubing sequence customer alleged that insulin ¿retracted¿ back into the cartridge tubing. Customer was using off label insulin at the time of the event. Reportedly, multiple supply changes were performed to address the issues and insulin delivery was resumed. There was no adverse impact to the customer¿s blood glucose level.